Manufacturer narrative:
The explanted lead was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patients leads had migrated. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.